Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing during vvi pacing. The oversensing was not reproducable with manipualtion and all other ICD functions appeared to be normal.